Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter leak is confirmed but the exact cause remain unknown. One photo sample of a 4 fr powerpicc sv catheter was provided for evaluation. The catheter is shown outside of patient use. Beads of fluid are observed at the proximal end of the catheter extending from the molding hub and between the 0 and 1 cm depth marker. The exact location of the leak location could not be observed from the image provided. Based on the information provided, possible contributing factors include damage during handling, sharp instrument damage, and material fatigue caused by repeated kinking of the catheter. Since the presence of a leak appears to be visible in the image provided, the complaint is confirmed but the exact cause remains unknown.

Event description:
It was reported, "neurological-oncological patient with power PICC since(B)(6) 2023, who goes for evaluation, receives a call from the oncology staff of the outpatient clinic due to evidence of catheter leakage, at evaluation and lavage the leak is confirmed. When the device is removed when checking the catheter, there is evidence of a leak in the butterfly base and an additional one." There was no patient harm reported. Additional information received on may 26, 2023: it was reported by the customer ¿no evidence of confirmed complication, apart from removal and reinsertion due to leaks in the catheter, which does not generate serious damage or additional treatments to the patient. Use for neuro oncological and antibiocotherapy with apparent washing before and after use. It couldn't be confirmed whether they used the calming sequence, force and technique for maintenance, or the type of syringe (10ml diameter).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, "neurological-oncological patient with power PICC since 03-03-23, who goes for evaluation, receives a call from the oncology staff of the outpatient clinic due to evidence of catheter leakage, at evaluation and lavage the leak is confirmed. When the device is removed when checking the catheter, there is evidence of a leak in the butterfly base and an additional one." There was no patient harm reported. No other information was provided.

Event description:
It was reported, "neurological-oncological patient with power PICC since 03-03-23, who goes for evaluation, receives a call from the oncology staff of the outpatient clinic due to evidence of catheter leakage, at evaluation and lavage the leak is confirmed. When the device is removed when checking the catheter, there is evidence of a leak in the butterfly base and an additional one." There was no patient harm reported. No other information was provided. __ additional information received on 26.may.2023: it was reported by the customer ¿no evidence of complication are confirmed, apart from removal and reinsertion due to leaks in the catheter, which does not generate serious damage or additional treatments to the patient. Use for neuro oncologicals and antibiocotherapy with apparent washing before and after use. It could not be established with written evidence whether they used the calming sequence, force and technique for maintenance, or the type of syringe (10ml diameter)."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.